Manufacturer narrative:
Removed MDR code 4613, added MDR code 4607, changed hospitalization and required intervention to yes, changed b5. Removed MDR code 4613, added MDR code 4607, changed hospitalization and required intervention to yes, changed b5.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1000 mg/dl. Customer was taken to the emergency room and was subsequently admitted to the hospital¿s intensive care unit. At the time of the report with tandem technical support (cts), the customer was still admitted to the hospital. It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.